Event description:
A report that a pt had to be re-sutured due to irritation on the lead site, following lead revision surgery was received. The physician re-sutured, irrigated, cleaned and packed the wound again. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.